Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 190 units of insulin during the load sequence and insulin was added to resolve the minimum fill issue. Customer reported insulin was observed leaking at the septum and resistance was met while filling the cartridge. Multiple syringes were used. Customer changed the needle to resolve the resistance and another cartridge was used to resolve the leakage. Customer's blood glucose (bg) was 48 mg/dl and glucose tablets were consumed to address bg. Customer had delivered 2 boluses too close in approximation to one another and this was thought to be cause of low bg.